Event description:
It was reported that during a da vinci s hysterectomy procedure, arcing was observed when the monopolar curved scissors (mcs) instrument was bent against the pt's uterus with a large fibroid. A hole was noticed on the mcs tip cover accessory that was installed on the mcs instrument and the tip cover accessory was removed and replaced. The planned surgical procedure was completed and no pt harm, adverse outcome or injury was reported. The pt was discharged, the next day.

Manufacturer narrative:
The tip cover accessory was returned and evaluated. Per the customer reported complaint, engineering observed a hole burnt through the silicone. The silicone exhibits localized melting around the hole, indicating an arcing event occurred. The hole is approx .020" in diameter and located .190" above the silicone to sleeve interface. A small tear bisecting one edge of the hole was also observed, including various wear marks on the inner surface at the tip.